Manufacturer narrative:
Reports of suction issues against the patient interface are due to patient movement, patient anatomy, or poor docking. Due to the nature of its intended use and the safety design that ensures the patient interface disengages at higher forces to protect against patient harm, a low level of occurrence is expected. This type of complaint constitutes a user nuisance and would not result in a serious injury. Reports of suction issues with the patient interface are patient and user related. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was inadequate suction with the patient interface which failed during the flap process. Additional information has been requested.